Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not delivered as intended. There was no reported impact to the customers blood glucose level. Reportedly, customer spoke to clinical diabetes specialist (cds) and cds changed customer's infusion set type and customer continued to use the pump for insulin delivery.